Manufacturer narrative:
Investigation results: reference code nx055z, device name as vega ps tibial plateau cemented t3, serial number n/a, batch number 51904336, manufacturing date 07.12.2012. Reference code device name corresponding internal, notification number, nx013z, as vega ps femoral comp. Cemented f6n l, 400480659. Nn260p, plug f/tibial plateau, 400480661. Nx044, patella 3-pegs p4, 400480662. Nx130, vega ps gliding surface t3/3+ 10mm, 400480663. Investigation: no products available. Therefore a failure description at the products are not possible. Pictorial documentation: there are no pictures available. Batch history review: the device quality and manufacturing history records (DHR) have been checked for all available lot numbers and the products found to be according to our specification valid at the time of production. There are 11 similar complaints against the same lot number(s). Lot number 51884096 (registered as involved component). Lot number 51904336 (registered as leading components). Lot number 51904876 (registered as involved components). Lot number 51911583 (registered as involved components). Lot number 51910898 (registered as involved component). Explanation and rationale: no products available and therefore it is hardly possible to determine an exact conclusion and root cause. The exact cause cannot be determined. Corrective action: for this topic (implant loosening) a product safety case (psc) was initiated.

Event description:
It was reported to aesculap inc. That a vega knee implant system was implanted during a primary surgery performed on (B)(6) 2013 (left) (B)(6) 2013 (right). According to the complainant, following the primary surgery, the patient experienced pain swelling, difficulty walking and loosening of the implant, which resulted in a left knee revision surgery. The patient underwent a revision surgery on (B)(6) 2015 left knee. The complaint device was not available to be returned to the manufacturer for evaluation. All available information has been provided at this time, if additional information becomes available the complaint will be updated accordingly. The adverse event / malfunction is filed under reference (B)(4). Involved components: nx013z (ps femur cemented f6n lt). Nx055z (ps tibia cemented t3). Nn260p (peek plug f/ tibia). Nx044 (universal patella p4). Nx130 (ps pe insert t3/t3+, 10mm). Associated medwatches: 2916714-2020-00356, 2916714-2020-00357, 2916714-2020-00358, 2916714-2020-00359.